Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred, with the customer acknowledging and understanding the instructions.